Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("persistent pain in my abdomen (sharp pain in abdomen)") and back pain ("sharp pains in back") in a (B)(6) female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. The patient's past medical history included uti, gravida I, parity 1 in 1992, esophageal reflux (gastric reflux surgery ((B)(6) 2007)), csf abnormal nos (she received blood patches in 2016), tonsillectomy and cyst removal. Previously administered products included for birth control: oral contraceptives nos and depo provera. Family history included ovarian cancer. Concomitant products included medroxyprogesterone (depo provera). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain (seriousness criteria medically significant and intervention required), vaginal discharge ("vaginal discharge"), pain ("general overall body aches and pains") and nausea ("nausea"). On an unknown date, the patient experienced infection ("infections") with pyrexia, urinary tract infection ("symptoms of uti's"), uterine disorder ("rotting uterus"), menopausal symptoms ("menopausal symptoms"), discomfort ("discomfort") and mental disorder ("aggravated any psychiatric and/or psychological conditions"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy with bilateral salpingo-oophorectomy). At the time of the report, the abdominal pain and urinary tract infection had resolved and the back pain, vaginal discharge, infection, uterine disorder, menopausal symptoms, discomfort, pain, nausea and mental disorder outcome was unknown. No causality assessment was provided for essure. The reporter commented: (B)(6) 2008: essure insertion. Performed the essure procedure per protocol by placing the implant to the black ring in the left internal os and following the protocol with 5 coils exposed. The same procedure was performed on the opposite side with 4 coils exposed. The procedure took 4 minutes and was without complication on (B)(6) 2009: preop diagnosis: chronic pelvic pain, adenomyosis uteri. Family history of ovarian cancer. Postop diagnosis: same, plus vaginal vault prolapse. Operation performed: laparoscopic assisted vaginal hysterectomy with bilateral salpingo-oophorectomy, bilateral uterosacral ligament colpopexy and cystoscopy. Surgical pathology: microscopic diagnosis: uterus and bilateral fallopian tubes/ovaries, excision: multiple follicular cysts of both ovaries, unremarkable fallopian tubes, inactive endometrium, unremarkable myometrium, unremarkable cervix . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Hsg on (B)(6) 2009: persistent visualization right fallopian tube with contrast despite the essure device which appears to be in good position. Left fallopian tube occluded. Endometrial canal appears normal incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.